Event description:
This is a (B)(6) female that was scheduled for an elective right arthroscopy on 03/11/2015. During the procedure, the surgeon used a single use disposable drill bit for an anchor into the right hip bone and the drill bit broke. The surgeon was able to easily retreive the broke pieces with a grasper and placed the pieces into a sterile specimen cup. There is no injury to the patient.